Manufacturer narrative:
This corrective regulatory report has been submitted for the following: b3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient needed their interstim and drug pump systems to be interrogated by a manufacturer representative (rep) due to concern about these systems causing interference with the patient's cardiac device. Patient had ventricular tachycardia and something was noticed on the patient's cardiac device when it was interrogated. Patient had been having ventricular tachycardia symptoms for about 2 weeks. Caller didn't know if the patient's interstim system had any reprogramming done when the cardiac issue started. Caller didn't know if the patient had their interstim remote with them. Technical services reviewed trying to turn off interstim system to see if that helped. Technical services provided the national answering service (nas) phone number to page an interstim field person. Additional information was received from the rep. The rep reported that the patient was in the hospital--in the intensive care unit (ICU)--because they were feeling light headed. The rep stated the hcp inquired if the interstim could interfere with an EKG. Rep advised the hcp that if the patient had their personal programmer they could turn the device off for the EKG if they were concerned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider. Caller stated patient is in cardiac ICU and they would like a mdt rep to come turn ins off as they believe it may be interfering with patient's ICD. Caller stated that patient saw a physician in-clinic a while ago and was essentially passing out in clinic and it looks like they were going into ventricular tachycardia. Caller didn't know if patient had managing hcp. Tss transferred caller to nas.